Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05975. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to grade 3 cystocele, grade 2 rectocele, and enterocele . It was noted that on (B)(6) 2007 that the patient underwent a procedure (urodynamic study) in which a pessary was inserted due to stress urinary incontinence, prolapse, and detrussor instability. It was noted that on (B)(6) 2012 that the patient was admitted for a colpectomy, colpocleisis, enterocele repair, perineoplasty and cystoscopy, due to cystocele and vault prolapse.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat cystocele, rectocele, vaginal vault prolapse, enterocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. It was reported that the patient experienced pelvic pain, contraction of vaginal graft and underwent mesh revision on (B)(6) 2008. It was reported that the patient underwent colpectomy, colpocleisis, enterocele repair, cystoscopy and perineoplasty. No additional information was provided. (B)(4).